Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow-up, device exhibited several magnet responses via review of stored egms. It was noted that the patient likely just briefly encountered a magnet only long enough to trigger an egm but not long enough to trigger magnet mode. The patient noted to be walking through a display of magnetic jeweler at the time. Patient was stable and asymptomatic.